Manufacturer narrative:
It was reported that while transferring a resident, one of the three loops of the sling ripped and he fell, suffering a lumbar fracture. He was hospitalized for one day and was then discharged back to the nursing home. No surgical intervention was indicated. The sling is used at the facility to transfer various residents in and out of the shower. The reporter indicated they inspect the slings prior to use and adhere to laundering instructions. They would not release the sample for evaluation. We have no lot number. Photos depicting the sling and ripped loop were sent to us. Curling and creasing of the strap was noted. This curling and creasing suggests the sling may have been exposed to high temperatures or extended drying during laundering. There were also abrasions of the sling surface and edges which also indicate the sling may not have been laundered according to instructions. A root cause has not been determined. We cannot rule out improper laundering as a contributing factor to this incident. Due to the reported injury and subsequent hospitalization, this medwatch is being filed. Device not returned to us.

Event description:
While being transferred with the sling, the resident fell suffering a lumbar fracture.